Event description:
The reporter stated the device was in use with patient for warming/infusion of blood products in emergency room. The reporter stated the device worked as expected until the last 30 ml (1/4 of the bag) and the flow slowed down. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Could not confirmed customer reported reason. Device passed functional testing. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.